Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19feb2020.

Event description:
The customer reported no alternating current due to a bad power cord. There was no patient involvement.

Manufacturer narrative:
G4: 03feb2020 b4: (B)(6)2020. Information was received that the issue was with the battery and not the alternating current (ac) power cord. The customer reported that the battery was defective due to old age, which caused the unit to 'behave oddly' when powering the unit on. The customer replaced the battery to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.